Event description:
The information in the complaint file has been reviewed. On (B)(6) 2022, during a follow up, a peritoneal dialysis registered nurse [(pd)rn] reported this patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler experienced peritonitis. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pdrn, it was reported this patient presented to the outpatient clinic on (B)(6) 2022 with abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the outpatient clinic on (B)(6) 2022 presented with staphylococcus epidermidis and a wbc count of 182/mm3. The patient was diagnosed with peritonitis due to touch contamination during ccpd therapy on the liberty select cycler at home. It was explained the patient has poor eyesight, so a caretaker typically assists the patient with pd therapy. The patient¿s caretaker was unavailable for a few pd treatments and the patient did not use his organizer which caused contamination to his extension set and patient line. The patient was not hospitalized for this event and prescribed intraperitoneal (ip) vancomycin every 5 days for two weeks and ip ceftazidime every day for two weeks (dosages unknown). The patient¿s ip ceftazidime was discontinued upon culture results. The patient recovered from this event and remains asymptomatic. It was confirmed the patient¿s peritonitis and associated symptoms were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues ccpd therapy on the same liberty select cycler at home following this event.